Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was opened to be used in an unspecified procedure on an unknown date. During the procedure, it was noted that the material had a malfunction. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event, on (B)(6) 2023. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient.